Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in sections b5, h6 under type of investigation, investigation findings, investigation conclusions and h10 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b5, h6 under type of investigation, investigation findings, investigation conclusions and h10 with this report.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
No blank display during testing. Unit was received with a full segment display. Unable to perform operating currents, self-test, a21 error test, and displacement test and unable to download pump history using thds due to full segment display. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test boards confirms full segment display, problem isolated to interface board. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, stained address/serial number label and stained end cap sticker. Blank display not confirmed. Full segment display is isolated to interface board was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had blank display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.